Manufacturer narrative:
Unit was received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. Unit was received with corroded battery tube and corroded motor home switch. Unit was received with cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked retainer, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Troubleshooting was not performed. Customer also reported crack on the back of the insulin pump. Insulin pump will be returning for analysis.